Manufacturer narrative:
(B)(4). Additional information was requested but unavailable: what was the cartridge selection throughout procedure? Was buttressing material used? Were any issues with staple form noted during initial procedure? How was the leak diagnosed? What was done of post-op day two to address symptoms? During the reoperation, where was the opening in remnant and what was the size? During the reoperation, were any malformed staples noted or tissue necrosis? Were any obstructions identified in gi tract that may have caused an increase in pressure? What is the current patient status?

Event description:
It was reported that the device performed well during the laparoscopic gastric bypass procedure. Post op day two the patient developed symptoms of a leak and diagnostics were done. On post op day four the patient was brought back to the or. The surgeon found that the remnant was no longer closed by staples. The surgeon used endo stitch to close the opening. The patient is currently doing fine.

Manufacturer narrative:
(B)(4). Additional information requested and received: what was the cartridge selection throughout procedure? Pouch green¿¿..gold for all else. Was buttressing material used? No buttress used nu knit on staple cartridges for pouch and closing common openings jj gj. Were any issues with staple form noted during initial procedure? No. How was the leak diagnosed? Patient presented 24 hours later at home (48 hours post op) w abdomen pain¿¿. White count elevated. What was done of post-op day two to address symptoms? Came back on post op day 2. Had surgery on a wed transferred from e.r. Late on friday¿ symptoms of sepsis, saturday re-operation. During the reoperation, where was the opening in remnant and what was the size? Complete upper portion (like a whole 60mm cartridge). During the reoperation, were any malformed staples noted or tissue necrosis? No. Were any obstructions identified in gi tract that may have caused an increase in pressure? No. What is the current patient status? Patient is doing okay now.